Event description:
It was reported the ipg is approaching end of life. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.